Event description:
Procedure: sleeve gastrectomy. According to the reporter: there is a notch cut or burn in the cannula. Its at the very tip of the cannula. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/23/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/25/2015. Additional information received from the account: procedure: sleeve gastrectomy.